Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the humeral insert would not snap into place and remained loose in the humeral stem. The surgery was extended approximately 20 minutes.